Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/02/2016, that on (B)(6) 2014, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2014. Reaction was described as a red, itchy rash with blisters. Reaction was located under the sensor and sensor adhesive, as well as along the edges of the adhesive. On (B)(6) 2015, the patient asked their physician's assistant about the skin reaction but did not provide any recommendations. The affected area was treated with over-the-counter aloe and over-the-counter cortisone cream. Additionally, patient reported that they had experienced ongoing skin reactions since (B)(6) 2014. The patient stopped using the dexcom for about 6 months while their skin healed and until they could find a solution. On approximately (B)(6) 2016, the patient started using the dexcom again, but sprayed over-the-counter flonase under the sensor and had not had any skin reactions since. No additional event or patient information was provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.